Event description:
Customer reported the primary set leaked. Customer stated the set was discarded. There was no patient harm reported and medical intervention was not required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unknown model and unknown lot number due to no information being provided by customer.